Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus vascular stent graft products that are cleared in the us. The product classification code for the fluency plus vascular stent graft product is identified. As the lot number was provided, a lot history review will be performed. The sample was returned for evaluation. During evaluation, fracture and misfire were identified. The definitive root cause could not be established. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates model fvl10060, vascular stent graft, allegedly experience fracture, misfire, and failure to deploy. This information was received from a single source. This malfunction involved a (B)(6) year old male patient weighing (B)(6) kgs, with no consequences.